Manufacturer narrative:
Follow-up # 1 date of submission 8/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/19/2016 with the following findings: a review of the pump¿s black box data history showed multiple pump reboot events. A cs 128 call service replace battery alarm occurred on (B)(6) 2016. There was evidence of moisture behind the display lens. The pump powered up with the returned battery cap to a blank display and had constant beeping and vibrating. This was due to internal moisture damage. The returned battery cap was able to fully tighten onto the pump but the ¿coin slot¿ on top of the cap was worn making removal from the pump a little difficult. During visual inspection of the pump, it was observed that the battery compartment was cracked and the pump case was damaged at ir window. A leak test was performed and failed due to this crack in the pump case at the ir window. The pump case was removed and there was evidence of moisture damage throughout the inside of the pump. The initial "no power" complaint was unable to be adequately investigated due to an inability to run 24 hour basal program. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (no power) issue. The alleged issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.